Event description:
It was reported the patient presented for an implant procedure. During implant, a capture threshold test was performed and no loss of capture was observed on the electrocardiogram transmitted from the link module. This resulted in a pacing pause longer than desired as the patient was dependent. Pacing resumed appropriately following the test completion. The patient was stable.